Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: 08921220.

Event description:
It was reported that the patient was experiencing ineffective therapy. X-ray revealed that the patient's lead had migrated. As a result. The patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
This event cannot be confirmed or not confirmed for the lead migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.